Event description:
It was reported that an ilet user experienced an insulin occlusion alert during meal announcement followed by a restart alert identified as a motor stall, and subsequent troubleshooting included disconnecting the infusion set, removing the cartridge, performing a dry run, and completing a full supply change, after which insulin delivery was resumed, and drops were observed without further alerts. Investigation of this case revealed successful completion of priming and delivery verification to 120 units with no recurrence of motor stall or occlusion after supply change. It was concluded that the event was consistent with an intermittent delivery obstruction or stalled motor condition that resolved after replacing disposables and restarting the system. No symptoms associated with hyperglycemia with a blood glucose of 284 mg/dl. Outcomes included temporary interruption of insulin delivery that required user intervention and guidance from customer support. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.